Event description:
A systsem error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Per initial report, the pt line of the homechoice set was not completely primed prior to the start of therapy. Baxter's technical service center assisted the home pt's mother in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.